Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracks in casing by battery compartment. Customer stated that they had to reset setting when they changes batteries, display light was dimmer. Customer stated that the insulin pump had motor error and had to press buttons twice. Customer also stated that the insulin pump was slower and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.